Event description:
Information received from the field does not address the patient's clinical status but notes microprocessor reset. The device was found to be in aai mode after having been programmed to ddd at the last visit. The battery current varied between 14ua and 50ua. Software verification found several mismatched blocks.